Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh 102 i.u. Plus blood collection tube only drew "500" of blood during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "during blood collection with nipro butterfly needle, the tube drew only 500. Replaced by new tube and it drew blood properly."

Event description:
It was reported that the bd vacutainer® lh 102 i.u. Plus blood collection tube only drew "500" of blood during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "during blood collection with nipro butterfly needle, the tube drew only 500. Replaced by new tube and it drew blood properly."

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and tested, and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.